Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip introducer was fully inserted into the steerable guide catheter(sgc) hemostasis valve, and air bubbles were observed within the valve. The air was eliminated through standard controlled aspiration and the removal of the clip introducer. Three attempts were made to insert the clip introducer without air but was unsuccessful. The clip was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak / splash and identified the silicone valve inside the clip introducer to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer; however, how the silicone valve got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.